Event description:
It was reported that this patient presented to the emergency room, as the patient received eight inappropriate shocks. This was a result of right ventricular (rv) lead oversensing. No further information was reported. No adverse patient effects were reported. Evidence suggests that this product remains in service. This report will be updated, should additional information be received.